Manufacturer narrative:
Batch review performed on 07 may 2021: lot 1811462: (B)(4) items manufactured and released on 22-mar-2019. Expiration date: 2024-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 07 may 2021: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988), lot 1902689: (B)(4) items manufactured and released on 4-sep-2019. Expiration date: 2024-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
1 year and 5 months after the primary surgery the patient came in reporting pain and discomfort due to the knee becoming stuck in flexion and the inability to extend the knee. The surgeon revised the tibial tray, insert, and added an extension stem. The surgery was completed successfully.